Manufacturer narrative:
(B)(4).

Event description:
It was reported that undersensing of fine ventricular fibrillation was observed. The patient was syncopal and the patient went without therapy for close to 6 minutes. Programming changes were made. Small r-waves were noted. Another incident of ventricular undersensing was observed later. Further programming changes were made. The device was later explanted and replaced.